Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the subject has not been seen since (B)(6) 2018 to provide an update on the possible inflammatory mass. The patient's baseline weight was (B)(6) pounds. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: (B)(6) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 5mg/ml for a total dose of 1.3511mg/day and bupivacaine 30mg/ml for a total dose of 8.107mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2018 the patient was admitted after presenting to the emergency department (ed) with left lower extremity (lle) numbness after the patient's leg "gave out." The patient's lle returned to full strength though the patient did require a walker to ambulate for a period of time. The patient denied numbness and weakness following personal therapy manager (ptm) activations. The patient had multiple magnetic resonance imaging (mris) performed while in the hospital. It was noted that the hcp will request the reports to rule out an inflammatory mass at the catheter tip. No action was taken. The event required/resulted in in-patient or prolonged hospitalization. The outcome of the event was noted as ongoing. The clinical diagnosis was possible inflammatory mass. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drugs (hydromorphone and bupivacain e) was possible related and the drug action that caused these event was no change in the drug. The event date was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event was unresolved with no further actions planned. On 2018-(B)(6) there was no further mention of the event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study update the event to the symptoms resolved following rate decrease (previously reported following implant). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the clinical diagnosis was updated to intrathecal (it) medication side effects. The outcome of the event was updated to resolved without sequelae on (B)(6) 2018- the symptoms resolved following implant. Interventions included the pump was reprogrammed where the it rate was decreased by 15% on (B)(6) 2018. No further complications were reported.